Manufacturer narrative:
Covidien ref number: (B)(4).

Event description:
It was reported that, on start up a 980 ventilator failed the power on self test (post) and generated an inoperable error code. The ventilator was not in use on a patient at the time the event occurred.